Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was hospitalized for stomach pain and cloudy effluent. On an unreported date, the patient was diagnosed with peritonitis. Treatment was not reported. At the time of this report, the patient had not recovered from the events. An opinion of causality was not reported for the event of peritonitis. Per the nurse, the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
Complaint no: (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12j11037 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.